Manufacturer narrative:
This report is associated with argus case (B)(4), polident overnight denture cleanser tablets.

Event description:
Ate 2 of the tablet [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a adult patient who received double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional details, this adverse event information was received on 03 november 2016. The consumer reported accidental ingestion of product by adult as she stated that one of her residents ate 2 of the tablets and wanted to know what to do.